Manufacturer narrative:
B5: the reporter indicated the lens was caught in the injector forcep and was torn. The backup lens was implanted and the problem was resolved. The cause of the event was unknown. The patient is good. Claim# (B)(4).

Manufacturer narrative:
A3: unk. A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, caught in the injector and was broken. There was no patient contact. Additional information has been requested but none has been forthcoming.